Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the proximal segment of the lead was subsequently returned and analyzed with no anomalies found.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient - born with heart block and heart failure - underwent brain surgery with complications, developing a fever during the night. For patient stabilization, the device was programmed to a ventricular-only pacing mode at 140 beats per minute (vvi 140.) The patient's condition worsened in the morning and as the device was being reprogrammed from vvi 140 to vvi 150, a sudden loss of capture occurred; the patient had an escape rhythm of about 50 beats per minute. Reanimation was performed, but the patient expired.